Manufacturer narrative:
Additional information added to h6 and h10 . H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 140h dialyzer, a blood leak was observed. The source of the leak was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.